Event description:
It was reported that the device had early battery depletion. It was also noted that the right ventricular lead and left ventricular lead threshold were higher than normal threshold and a 2:1 safety margin was programmed as the device outputs. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 5076 implantable pacing lead (B)(6) 2004; 5071 implantable pacing lead (B)(6) 2004. (B)(4).